Manufacturer narrative:
The investigation for the ventricular tachycardia (vt), thrombus, and positioning issues has been completed. According to the clinical details, the patient suffered frequent runs of vt. Imaging confirmed the pump was against the apex of the lv. Multiple attempts were made to reposition the pump, but the pump would not move despite all best practices being followed. There was also known thrombus within the graft. The patient continued on support for another three days until the pump was removed. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The most likely cause of the positioning issue was use related. Without further clinical details, the root cause of the vt and the thrombus could not be determined. The instructions for use referenced in the initial report is for the impella 5.5 with smart assist for use during cardiogenic shock in the following sections: section: potential adverse events (unites states), which now includes the statement "cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿

Event description:
It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 70-year-old female in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported the patient had frequent runs of ventricular tachycardia (vt), requiring multiple rounds of defibrillation. Rhythm was finally broken and amio gtt was initiated along with heavy sedation. An echocardiogram revealed that the pump was against the apex of the left ventricle (lv). Care team was attempting to pull the impella back, and it would not move. The rep. Advised to undo the three point anchoring and get the impella in line with the insertion angle, but the impella still would not move despite all best practices. The patient was subsequently taken to the operating room where a surgeon was able to reposition the device under echocardiogram. Support continued with the implanted pump following the intervention.